Manufacturer narrative:
Manufactured from february 14, 2017 to february 15, 2017. One actual folfusor unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under infusion was observed with a large volume folfusor. The folfusor was not empty after 48 hours. The pump was filled with 84.02 ml 5fu and 158.98 ml glucose 5%. There was no patient injury or medical intervention associated with this event. No additional information is available.